Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported loss of consciousness. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone. Cloud - omnipod 5 software app version. Cloud - smartphone operating system. Cloud - smartphone hardware. Cloud - cgm sensor type.

Event description:
A patient reports while wearing a pod between 36 and 48 hours the pods cannula had become dislodged from the pod infusion site (arm), when the patients spouse had grabbed their arm while experiencing a loss of consciousness.